Event description:
Reporter indicated that a vns pt experienced a lack of efficacy with vns therapy. No further adjustments are planned to the pt's vns therapy. Good faith attempts for add'l info have been unsuccessful to date.